Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021 mentor became aware that some values were incorrectly submitted in h10 of the initial report submitted on that same date. Please see corrected values below: reason for device explant and/or reoperation: capsular contracture/ rupture. H6 health effect - clinical code e2402: - placed in medwatch in error.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 21, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture with bilateral rupture post procedure. This was diagnosed through a physical examination and verified during revision surgery. Capsulectomy and replacement with 250cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-02793 for contralateral prosthesis report.